Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis, and the complaint was confirmed. The usm was analyzed and found to have a 25730 fault during power up when installed on an in-house system. The usm passed all relevant testing on a test fixture. The yaw/pitch harmonics are consistent with the reported issues and the error triggered at startup. The probable root cause of the issue is the yaw/pitch harmonics within the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) to correct the reported problem. System was tested and verified ready for use. A return material authorization (RMA) was issued to evaluate the isi product; however, isi has not received the usm associated with this event to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted single minimally invasive direct coronary artery bypass (midcab) internal mammary artery harvest surgical procedure, the universal surgical manipulator 1 (usm1) did an unexpected movement while the surgeon's head was in the viewer. There were no errors found related to this usm. The day after, the customer called to inform that the usm made a noise and was harder to remove and the usm was then replaced. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event took place on 05-dec-2025. The usm started to have big tremors (similar to parkinson described the customer) during the surgery, it lasted for about 15 to 30 seconds and then stopped. There was no impact on the patient. The customer was able to complete the surgery with no patient harm, adverse outcome, or injury. The issue did not cause any delay.